Event description:
Intravenous line was placed in CT by radiology nurse. Nurse watched the site for approximately 4 to 10 sec during the beginning of the injection. She had tested the vein prior via flashback and patent intravenous fluid. Approximately one minute later when the first images started to appear on the CT operators monitor, they noticed there was no contrast apparent in the pt. They terminated the injection at that point. They estimate the pt rec'd 170 ml of contrast. Pt at no time complained of any pain. Pt was sent home and appeared to be doing well, only had local reactions. Bulk of swelling appeared to be well outside the patch area. Pt was given another 190 ml of contrast in the other arm with no problem. No arm scan was performed, however, facility is assuming all 170 cc's on contrast extravasated.